Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed displacement test. Unit passed self test. Pump was returned for pump error. Format history file analysis confirmed pump error due to software error. Unit received with cracked retainer, severely scratched display window, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 150 mg/dl. The insulin pump will be returned for analysis.